Event description:
It was reported that a malfunction occurred on the pump, with no notable events leading to the issue. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating it was within a safe range. Technical support assisted the caller in resetting the pump, and the malfunction code did not recur after resetting, allowing the customer to continue using the pump. The caller understood and agreed to report if the issue arises again.